Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was alerted high with cgm reading, and the patient added units of insulin from his omnipod. The patient does not have a glucometer at the time of event; therefore, no bg value was taken, and the patient did not realize he was hypoglycemic. At an unspecified time, the patient was unresponsive, and coworkers called the emergency number. The patient was unresponsive for a couple minutes until the paramedics arrived, and the patient was injected an unknown intravenous. The patient was not informed what the reading was when the paramedics stuck his finger for bg measurement. The patient declined transportation to the emergency department for further evaluation. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.